Event description:
In 2006, a customer had a problem with the uvc catheter. The customer reports "difficulty inserting the uvc past the 5cm mark, the catheter stiffens up." The customer reports the doctor removed the uvc and placed a piv instead, no injury occurred.